Manufacturer narrative:
A cracked reservoir tube lip, minor scratches on the display window, a scratched case and cracked and bleeding display glass were noted during the visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
It was reported by the customer's mother sarah, that the customer's insulin pump has a crack on the display screen. Troubleshooting occured. Advised insulin pump would be replaced. No additional information was provided.